Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests exhibited intermittently open measurements. Detailed analysis determined that the terminal ring for the distal shock electrode was not fully connected to the conductor cable

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue. Boston scientific has issued an advisory communication regarding a subset of (B)(4) boston scientific reliance 4-front single coil defibrillation leads distributed in (B)(6). These leads were manufactured during a short period of time when the manufacturing equipment used to attach the terminal ring to the conductor cable was slightly offset from the intended position. As a result, these leads may have a terminal ring that was not fully connected to the conductor cable. This anomaly could potentially cause high or intermittently high pacing or shock lead impedance measurements, noise on electrograms (particularly during pocket manipulation), and/or sensing anomalies that could affect either pacing pulses or shocks. This particular lead was included in the advisory population. This event is related to a non - united states product advisory which boston scientific refers to as ¿reliance terminal ring¿. This product is not currently approved for sale in the united states and the event does not affect united states product.